Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer states the infusion set came out while she was sleeping. The customer changed the infusion set and treated with the insulin pump. The customer did not troubleshoot the issue and they product will be returned for analysis.